Event description:
I had attempted to perform an endometrial ablation procedure with the novasure device. I could not remove the device from the patient's uterus at the end of the ablation. An ultrasound confirmed the presence of the device in the uterine cavity. I performed a laparoscopic supracervical hysterectomy on this patient. Once I had secured the blood supply to the uterus laparascopically, I bivalved the uterus pulling the uterus off the device. At that point, I was able to collapse the device and remove it through the patient's cervix and vagina.